Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient had a nonunion of a subtrochanteric fracture that was first treated with a fixation of a gamma nail. The fracture did not heal so we had to revise the proximal portion of the femur with a proximal femoral replacement.